Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves. A new ra lead was inserted but the physician experienced difficulty positioning the lead due to the patient's other chronic leads. No improvement in sensing was noted on the attempted lead. The lead was removed and the chronic ra lead remains in use. No patient complications have been reported as a result of this event.